Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed for compromised force sensor system. The customer¿s blood glucose level was unknown. The customer reported that the compromised force sensor system alarm was found in history. The insulin pump will not be returned for analysis.